Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Several alarms were found in the history file due to a corrupted history file. The insulin pump had a cracked case near the display window corner, cracked display window, a cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that there is physical damage on the pump and that the basal rate was not programmed. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.